Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the main keypad assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and determined that the cause of the reported issue was that the left side of the on button's star dome was worn and required additional pressure to engage.

Event description:
During a preventative maintenance (pm) inspection of the customer's device, physio-control observed that the power button (on) was difficult to engage. As a result, there may be a delay in powering the device on for use. There was no patient use associated with the reported event.